Manufacturer narrative:
(B)(6). Correction: device status was changed from returning to not returning. (B)(4). The device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A conclusive cause for the reported difficult to remove and foot retraction problem could not be determined. The reported tissue damage and treatment appears to be related to procedure circumstance. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication a product quality issue with respect to manufacture, design or labeling of the device.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. Investigation is not yet complete. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement with a proglide device was attempted in the left common femoral artery (lcfa) using the preclose technique prior to a transcatheter aortic valve replacement (tavr) procedure. The arteriotomy was 6fr. Reportedly, following suture deployment, the foot would not retract and the device was removed with the foot in the open position. The tvar procedure was aborted. A cut down was done to repair the vessel damage and achieve hemostasis. There was a reported clinically significant delay in the entire procedure. The patient remains in the hospital awaiting completion of the tavr procedure. It was reported that the physician is trained in the use of the proglide device and established in the preclose technique. No additional information was provided.